Manufacturer narrative:
H.6. Investigation summary: a bd quality engineer inspected the returned unit and confirmed the reported observation of foreign matter on the catheter tubing. Colored fibers and black particles were identified. The substances were further analyzed and determined to be consistent with cellulose, protein, and silicone. These materials may have come from the manufacturing environment. The cannula with the colored fibres was subjected to ftir analysis. ¿the ftir result shows that it appeared to be a mixture of clear fibres, colored fibres(blue, black and red) , and some black particles. ¿for clear, blue, black and red fibres, the spectrum matches reasonably with that of cellulose. ¿whereas for the black particle , the spectrum matches reasonably with that of protein. ¿the spectrum obtained from ¿black particle¿ matches reasonably with that of protein. However, silicone peaks could also be observed. It is possible that the ¿black particle¿ was well-blended with the silicone material, and could not be cleanly separated. ¿cellophane is a derivative of cellulose. Paper, wood, cotton, and similar materials are also composed of cellulose. ¿most protein will have similar spectrums. Thus, it is difficult to ascertain which particular type of protein was detected. A review of the device history record revealed no irregularities during the manufacture of the reported lot. The appropriate personnel have been notified of this non-conformance and a corrective action plan has already been implemented to address this issue and prevent future occurrences of foreign matter CAPA (B)(4). Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants additional action, resources will be assigned at that time.

Event description:
Material no. 381223 batch no. 8208736. It was reported that before use of the bd insyte¿ IV catheter foreign matter was discovered on the catheter. The following information was provided by the initial reporter: there is on the catheter something looks like a dust.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no. 381223, batch no. 8208736. It was reported that before use of the bd insyte¿ IV catheter foreign matter was discovered on the catheter. The following information was provided by the initial reporter: there is on the catheter something looks like a dust.